Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were no visual indications of particulates within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A post-accelerated stress test 2-hour 15-minute 8500 ml treatment was performed and passed. There were no fluid leaks in the test cassette during the stimulated treatment test. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found the cycler identifying, disinfecting, and disposition form marked fluid leak by failure analysis. The mushroom head check form had previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak when removing the cassette from the door of their cycler during step 9 of their pd end treatment. The patient contact reported that the patient was receiving drain complications during dwell 2 of cycle 1 of their pd treatment and drain 3, 4, and 5 of their pd treatment. The patient contact also reported that they were receiving solution bag lines are blocked message because they forgot to open the clamp, but this was resolved by the patient. It is unknown at which point in therapy the leak may have begun. The patient contact reported that the patient stated that the cause of the leak was a hole in the cassette. The fluid did come in contact with the cycler. The patient contact was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient contact stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient contact stated that the patient was able to complete treatment using their cycler. The patient contact confirmed that only one fluid leak occurred on (B)(6) 2020. The patient contact stated that the patient¿s pdrn instructed the patient to dry the cycler and continue treatment with the cycler the next day. The patient contact stated that the next day when they attempted to use the cycler they noticed that the cycler was still moist and they contacted technical support. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.